Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic with pocket infection, improper healing at the pacemaker incision site and was experiencing discharge. The physician explanted and replaced the active system ¿ pacemaker, right ventricular (rv) and right atrial (ra) due to the infection. The patient was in stable condition.